Manufacturer narrative:
Approximate age of device ¿ 4 years. The device was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient felt the pump stop and had chest pain. The patient became asystolic and was found with the pump stopped. Cardiopulmonary resuscitation was started and inotropes were given but the patient did not respond. The patient had refused to do a pump exchange or percutaneous lead repair and was using an ungrounded patient cable. The patient expired on (B)(6) 2018.

Manufacturer narrative:
Device evaluation: review of the submitted log file confirmed the reported pump stoppage. The patient was known to have a potential driveline issue and the center reported that the patient was utilizing an ungrounded patient cable. The submitted system controller log file captured multiple pump stoppage events and associated alarms. Analysis of the log file revealed the pump was unable to reach the set speed 9200 rpm. During these events, the system was supported by the power module and battery power. The end of the log file revealed the pump off with speed, power and flow at zero. The event showed a corresponding elevation in pump power. Based on previous complaints, the captured event was consistent with a potential driveline issue. An approximately 25.5 inch segment of driveline was returned for evaluation. Examination of the driveline found moderate shield breakdown approximately 2.25 inches and 19-21 inches from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hi-pot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The heartmate ii left ventricular assist system instructions for use and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.